Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was came out and insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose was 147 mg/dl. Troubleshooting steps were provided for pump error. Customer stated that insulin was squired out during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer reported that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify a33 alarm, prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. (B)(4).